Event description:
It was reported that during a da vinci s myomectomy procedure, a piece of the permanent cautery hook instrument fell into the patient. The broken piece was immediately retrieved and the procedure continued with a replacement permanent cautery hook instrument. The planned surgical procedure was successfully completed and not significantly lengthened. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The customer reported that failure mode cannot be determined. If the instrument is returned for evaluation, a follow-up MDR will be submitted.